Manufacturer narrative:
H.6. Investigation summary: bd received eighty-four (84) samples for investigation. The customer samples and one-hundred (100) retention samples were evaluated by visual examination. Improper assembly was observed in the returned samples but was not observed in retains. Additionally, 10 customer samples and 10 retention samples were evaluated by functional testing and the indicated failure mode for underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly, but not for underfill. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-25.

Event description:
It was reported that while using the bd vacutainer® k2 edta 5.4mg that there was underfill or low draw of a tube with blood and the stopper creeped out/there was a loose closure. The following information was provided by the initial reporter: phase: during blood collection defects: 13 blood collection failed, insufficient negative pressure, re-checked all products, opened the package and found that 80 caps were crooked, and the caps would fall off when touched. Quantity: 93 pieces.

Event description:
It was reported that while using the bd vacutainer® k2 edta 5.4mg that there was underfill or low draw of a tube with blood and the stopper creeped out/there was a loose closure. The following information was provided by the initial reporter: phase: during blood collection defects: 13 blood collection failed, insufficient negative pressure, re-checked all products, opened the package and found that (B)(6)caps were crooked, and the caps would fall off when touched. Quantity: (B)(6) pieces.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.